Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for implant. During the implant procedure, while the device was being deployed it deformed into a cobra shape. The implanter resheated and redeployed 3 times, but the cobra shape remained. A new 22mm amplatzer septal occluder was used instead to resolve the event. There was no interaction with cardiac structures or kinks in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. There were no adverse consequences and the patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that there were no interactions with cardiac structures, nor were there any angulations nor kinks noted in the delivery system. A 10f amplatzer trevisio delivery system was used in the procedure. Please note that per the instructions for use, the recommended size delivery system for use with a 22 mm amplatzer septal occluder is an 9f. Two images from field appeared to show deformed distal disc of an occluder device outside the patient. The distal disc was deformed in cobra confirmation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for implant. During the implant procedure, while the device was being deployed it deformed into a cobra shape. The implanter resheated and redeployed 3 times, but the cobra shape remained. A new 22mm amplatzer septal occluder was used instead to resolve the event. There was no interaction with cardiac structures or kinks in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. There were no adverse consequences and the patient is stable.